Manufacturer narrative:
Concomitant medical products: model: 5076-58, lead; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed an alert for high rv threshold. Medications were administered to the patient and no reprogramming was completed at this time. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.